Event description:
It was reported that during an unk procedure, the clip was jammed at each firing. Another device was used to complete the case. There were no adverse consequences to the pt. Device will be returned.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the jaws had become misaligned causing the clips to the scissored and making the instrument non-functional. However, no jamming issues were noted during functional testing. No conclusion could be reached as to what may have cause the found damage. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.